Manufacturer narrative:
The device was not returned for additional evaluation and investigation. The cause of the alleged patient issues is unknown. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Additional information was provided regarding patient symptoms and events related to the pump and catheter explants. It was alleged that, after the patient had an MRI, the patient began to experience physical and mental symptoms, increasing in severity over time, the cause of which was then unknown. Over the next 48 hours, the patient experienced ever-worsening physical and mental symptoms including, but not limited to: muscle contractions, tremors, intense nausea, confusion, memory loss, diarrhea, convulsions, and violent prolonged seizures. Patient was then hospitalized and placed on a ventilator. The patient was then transferred to an ICU, where they remained in a coma for at least three days. By the time that the patient regained consciousness, they were experiencing memory loss and severe physical deconditioning. For the following six months, the patient was debilitated and did not have adequate pain management. It was later confirmed that the pump was not operating and had not discharged any medication since the day of the MRI. It was alleged that the patient's symptoms were the result of sudden and severe morphine withdrawal.

Manufacturer narrative:
According to the agent, the physician was looking into scheduling a cap study to confirm catheter patency, but the patient stopped communicating with the facility. Patient was reported to be reevaluating pump therapy and further follow-up attempts were unsuccessful. Flowonix was contacted by the patient's legal representative and provided with the documentation that addresses an explant that occurred of both the pump and the catheter. There is no further information at this time. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump serial number 10hz4a12x was performed. Some of the documents reviewed include records for the cap assembly, flow testing, leak and lock testing, pulse volume testing, and electrical testing for valves. The review did not identify any non-conformances or issues associated with pump function. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions in order to report a patient that encountered an underinfusion volume discrepancy and a lack of pain relief. The expected returned volume was 4.922ml, but the actual aspirated volume was 20ml. This was the first reported volume discrepancy for the patient. There were no reported pump errors and the patient did not own a patient therapy controller. It was reported that the patient did experience one MRI between their last appointment with their previous physician and this appointment. The exact date of the MRI and if the pre-MRI protocol and post-MRI protocol were followed are currently unknown. Pump and catheter were explanted. This MFR represents the pump and MFR 3010079947-2020-00280 represents the catheter.